Event description:
Rec'd telephone call from sales person who informed user error related to use of series 9000 dry bicarbonate with series 4000 acid and cobe c3 dialysis machines. Subsequently rec'd a copy of an article which appeared in the "oregonian". Due to the error, it was reported that 85 pts were dialyzed with the wrong concentration of bicarbonate. One pt required hospitalization. Due to the adverse events, an investigation including label and record review will be performed. Unsuccessfully attempted to obtain pt info on 2/22/99, 3/2/99 and 3/8/99. MDR will be filed based on report from literature and sales person.